Manufacturer narrative:
A1, patient identifier (in confidence): a patient identifier was not provided. Data provided in this field reflect gore's internal reference number for this case. A review of the manufacturing records indicated the lot met all pre-release specifications. The device has been returned to gore and an engineering evaluation is currently being performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore a 37 mm gore® cardioform asd occluder was selected to treat an atrial septal defect. Reportedly, the physician was unable to lock the device as he felt the "delivery" was broken. The defect was subsequently closed with an occlutech occluder.

Manufacturer narrative:
B5, describe event or problem: updated. D8/d9 returned to manufacturer: updated. H1 type of reportable event: updated. H2 follow-up type: updated. H3 device evaluated by manufacturer: updated. Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed: h6, medical device problem code: added a150101. H6, component code: replaced g07003 with g04088. Added g04027. H6, type of investigation: added b15, b14, b11. H6, investigation findings: replaced c21 with c19. Added c070603. Code c19: a review of the manufacturing records indicated the lot met all pre-release specifications. H6, investigation conclusions: replaced d16 with d15. Device image evaluation summary - a video sequence of the device in the patient under fluoroscopy imaging was returned to gore. The imaging evaluation found the following: the device was successfully deployed. The occluder size and shape appeared normal. During locking, the lock loop/bumper wire broke off and remained in the locking mandrel. Product evaluation summary - the gore® cardioform asd occluder asd37e/28890405 was returned to gore for an engineering evaluation. During the investigation, the following was found: the control shuttle was 100% deployed and the lock release shuttle was 100% deployed. The delivery catheter was unscrewed from the luer lock and advanced distally, covering the occluder. The retrieval cord was intact and held in place by the retrieval cord lock. No retrieval cord slack was noted at the distal or handle end of the device. Neither proximal nor distal eyelets were retained on the locking mandrel. The lock loop/bumper wire was broken. The lock loop end of the wire remained in the locking mandrel and was removed during evaluation. After the occluder was removed, the delivery system (including locking mandrel) appeared normal and functional. The physician¿s complaint of inability to lock the device was able to be confirmed through the evaluation. The cause of the locking issues was due to the lock loop fracturing. Further investigation from metals' subject matter experts was completed and no root cause was able to be determined for the fracture in the lock loop wire.

Event description:
It was reported to gore a 37 mm gore® cardioform asd occluder was selected to treat an atrial septal defect. Reportedly, the physician was unable to lock the device as he felt something was broken in the delivery system. However, additional information received stated that when preparing the device, some resistance was reportedly felt during device preparation but there neither were unusual or extra bends in the delivery catheter or locking mandrel, nor did moving the lock release shuttle require additional force by the physician. As the device would not lock, the device was removed and the defect was subsequently closed with an occlutech occluder.